Manufacturer narrative:
Reported event: the mps reported surgeon request for service visit due to inaccurate cuts during tka case. Mps reported that doctor said the cuts felt off in tka case and that anterior cut notched even though it should have had enough flexion not to. A couple months ago this same kind of issue happened so the doctor is insisting fse make a visit. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: machine passed all tests on arrival. Did a complete pm. Made a few minor adjustments just to optimize test results. System ready for use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
Case number: (B)(4): (B)(6) - mps reported surgeon request for service visit due to inaccurate cuts during tka case. Mps reported that doctor said the cuts felt off in tka case and that anterior cut notched even though it should have had enough flexion not to. A couple months ago this same kind of issue happened so the doctor is insisting fse make a visit.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4). Mps reported surgeon request for service visit due to inaccurate cuts during tka case. Mps reported that doctor said the cuts felt off in tka case and that anterior cut notched even though it should have had enough flexion not to. A couple months ago this same kind of issue happened so the doctor is insisting fse make a visit.